Manufacturer narrative:
Eval result: latch release handle.

Event description:
It was reported by service report that the foot right side release handle was damaged presenting sharp edges. No pt involvement or adverse consequences are reported.